Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patienths homechoice machine during dwell 3/4 their automated peritoneal diaslysis therapy. Reportedly, the home patient did not clampoff the unused supply lines of the home choice set. Baxter's technical service center assisted the home patient in ending the therapy early. Therapy was discontinued for the evening. No patient injury or medical intervention was associated this incident per the home patient's spouse.